Event description:
Sheath of angioseal disconnected from the distal tube while in the pt. Had excessive bleeding. Attempts to retrieve by radiologist and cv surgeon. Sternotomy w/ICU stay-r ventricular rupture. Fragments remain. Pre op dx: persistent atrial fibrillation. Procedure: ablation. Dressings on at 1553. Situation and timeline:1604 angioseal failure; 1744 internal jugular artery accessed, snare inserted. At 1910 snare removed. Pt remained .ln hybrid(ir/or)room for surgery. Dx: right ventricular rupture. Repaired. Sternotomy, on cardiopulmonary bypass pump- pt to ICU. Background: angioseal in use at end of case, noted bleeding and found device was no longer intact. Imaging showed it to be in right pulmonary artery. Attempted removal via r internal jugular artery, device broke in 2 with snare, unable to retrieve and it migrated more distally to a pulmonary artery branch. Pt was hypotensive transiently during attempted retrieval, but recovered. F/u echocardiogram then showed right ventricular apical hole with loculated anterior effusion / pseudoaneurysm. This was repaired. Assessment: pt's injury associated with device failure and attempts to retrieve fragments / sheath. Device remnant to MFR, per rep chad anderson 612 297 3408.